Event description:
A break in the retention dome during traction removal. The indwelling time was 143 days. The dome portion was removed with bowel movement at a later date.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.